Event description:
It was reported from the ambulatory procedure clinic that while the rn was priming the primary tubing set with normal saline the tubing leaked. The rn then got a new tubing set to use. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that the tubing set leaked was confirmed. Visual inspection observed a cut/slice on the tubing at ¼ inches above the check valve port. Functional testing was performed. The set leaked from the tubing cut that was observed during visual inspection. No other leaks were observed throughout the set. Device history record for model 2426-0500 lot 20033014 shows that the set was manufactured on 3 march 2020 with a total of 32,523 units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of the cut was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the ambulatory procedure clinic that while the rn was priming the primary tubing set with normal saline the tubing leaked. The rn then got a new tubing set to use. There was no patient involvement.